Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 470 (mg/dl) and large ketones. Manual injections were delivered to address bg levels. Reportedly, the customer believes the pump is not functioning properly and this contributed to their elevated bg levels. System check indicated the pump was performing as expected; however, the pump time off by an hour due to the recent time change. The customer corrected the pump time.